Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's wife reported that the patient had developed a blood blister on his skin from the electrode belt cable due to the tightness of the garment. It was reported that the patient was on blood thinners. During a follow up, the patient's wife reported that the blood blister had broken open and the patient's doctor recommended covering the open blister with gauze. The wife reported that the area was healing well. Per the wife, the patient's doctor reported that the issues was due to both the patient's medication and wearing the lifevest.